Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severly calcified forearm shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure it was noted that the balloon ruptured at 1atm the device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and the patient's condition was good post procedure.